Event description:
A previously implanted greenfield vena cava filter had migrated. An x-ray was performed to determine the position of a central catheter. At that time, the physician noted that the greenfield filter had migrated to the patients's superior vena cava and is now lodged there. No additional information is available.